Event description:
It was reported that this patient received an inappropriate shock related to this subcutaneous implantable cardioverter defibrillator (s-ICD). In addition, it was noted that the smart pass (sp) filter was off in (B)(6) 2024. An inquiry regarding the two issues was sent to technical services (ts) for review. Ts reviewed the arrhythmia logbook and noted that episodes show smartpass (sp) deactivation in (B)(6) 2024 in the primary sensing vector. The sp deactivation occurred due to the combination of low amplitude signals and long intervals. Ts noted that there appeared to be a transient change in the patient clinic condition as this time causing an electrolyte imbalance and a change in the qrs morphology. This morphology change caused a reduction in r wave amplitudes and combined slow heart rate caused sp deactivation. Ts recommended to reactivate sp by either running auto set up or manual set up. In addition, a treated episode occurred on the same day as sp deactivation. Ts mentioned that prior to the transmission on in (B)(6) 2025, the previous device transmission was performed on (B)(6) 2024. The sp deactivation and treated episode occurred in (B)(6) 2024. As no transmissions were performed between (B)(6) 2024 and (B)(6) 2025 the clinic would not have received an alert about these episodes. No adverse patient effects were reported. The sicd remains implanted.

Event description:
It was reported that this patient received an inappropriate shock related to this subcutaneous implantable cardioverter defibrillator (s-ICD). In addition, it was noted that the smart pass (sp) filter was off in (B)(6) 2024. An inquiry regarding the two issues was sent to technical services (ts) for review. No adverse patient effects were reported.